Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the helix was rotated twenty times for the screw to come out and it was not fully opened under image. The lead failed to be fixed and fell off after the guidewire was withdrawn. The lead was attempted/not used and replaced. After the lead was out it was rotated twenty times and the helix did not fully extend. No patient complications have been reported as a result of this event.